Event description:
It was reported that patient presented with an inflatable penile prosthesis (ipp) that the cylinders were too short. The physician believed that the longer ipp cylinders would better suit the patient. The existing ipp cylinders were explanted and replaced with new longer ipp cylinders.